Manufacturer narrative:
Analysis confirmed the reported issue; one knob was broken off and pushed in to the device, the upper case was broken at the boss. One knob connector was missing, and the output connectors were broken. The lower case was broken at the battery drawer, and the hanger assembly was broken. Additionally, one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on the external pulse generator (epg) was broken off and the plastic was pushed in. The epg has been returned for service. There was no patient involvement.